Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels on the first few days on the insulin pump. Customer is not getting any alarms or alerts. Customer will follow up with her trainer to make ongoing adjustments. Customer declined being transferred to the helpline. No further assistance required.